Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained gablofen [2000 mcg/ml] at a dose of 1080.5 mcg/day. It was reported the doctor called the representative that day ((B)(6) 2017) to report a possible pump issue. The representative stated after the patient¿s last refill in (B)(6) 2017, within 24 hours post-fill, the patient experienced overdose symptoms. The representative stated the patient then was admitted to the hospital and within 3-4 days or so, the symptoms subsided, and he returned to normal. The representative was not aware of any volume discrepancies at the time of the call. The representative questioned whether overfilling the pump could cause it to overinfuse. The change in therapy/symptoms was considered sudden. The representative stated he would call the hcp back, but the representative was currently out of time. The representative stated their colleague might go out to check the pump as well. The current drug in the pump was the drug related to the reported event. The representative checked the pump logs, but did not see anything unusual. When examined on (B)(6) 2017, the pump logs showed estimated elective replacement indicator (eri) was 34 months. According to the logs, the pump refill occurred on (B)(6) 2017 (most recent refill). Additional information received from the representative on 2017-mar-14 reported the hcp mentioned a discrepancy, but it wasn¿t on the order of magnitude that would cause concern (meaning greater than 2 ml). The hcp said that he refill the patient early last time and took out 9 ml, but was expected 8.7 ml. No further patient complications were reported.